Event description:
Per the clinic, the recipient experienced pain, discomfort, headache at the implant side. The patient also experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.